Manufacturer narrative:
Concomitant medical product: dtpa2d4 crt-d, cmrm6133 absorbable envelope, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that nearly three months post cardiac resynchronization therapy defibrillator (crt-d) replacement with addition of an antibacterial absorbable envelope. The patient developed an infection and vegetation was noted on the leads. The crt-d, right atrial (ra) lead and right ventricular (rv) lead were explanted. When attempting to explant the left ventricular (lv) lead it broke and the distal portion of the lead remains in the patient's coronary sinus. No further patient complications have been reported as a result of this event.